Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# (B)(6),product type: recharger .section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was seeing a "recharger not found" message and they had difficulty charging their implant. The patient also mentioned periodically seeing the scrolling battery lights on the recharger. When asked, the patient said they did not keep the recharger in the dock in between uses. The following troubleshooting steps were performed: dismissed code, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, applied comfortable pressure to the recharger or consider tightening the recharging belt, confirmed bluetooth was enabled on handset, reset the recharger, reset the handset. Additional troubleshooting information: the patient turned bluetooth off on personal cell phone, and reset the recharger while in the dock. The issue of seeing the "recharger not found" message was not resolved through troubleshooting. The patient was instructed to check the current ins battery level and when they connected using the communicator, they received the power on reset (por) message and the ins battery was at 30%. The meaning of the code was reviewed with the patient. The patient dismissed the code and suc cessfully turned stimulation on. The patient was redirected to call back when they returned from their trip at the end of the month to order a replacement recharger. In the meantime, the patient would charge their implant using just the recharger. General use of the recharger was reviewed. Additional information was received from the patient on 2025-jan-24. They called back to request a replacement recharger be shipped to them at their new address. Additional information was received from the patient on 2025-jan-30. The patient was guided through pairing the replacement recharger. The patient started an ins charging session. The ins battery went from 0% to 10% during the call, and the patient would continue to charge their ins.